Event description:
This is report 11 of 20. It was reported from (B)(6) that during incoming inspection, it was observed that there was "residue in the sterile package" of the device. The device was not used in surgery. No injuries of medical intervention were reported. The exact date of the event was unk, although the reporter clarified the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The actual device has been returned and is currently pending eval. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.